Event description:
The user reported a complete loss of sound with the device. The user reported that the device initially became suddenly and significantly quieter. Over the following approximately three hours, the output fluctuated intermittently, the device occasionally returned to normal volume for short periods, only to drop out again. This pattern repeated several times before the device eventually ceased functioning entirely. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a complete loss of sound with the device. The user reported that the device initially became suddenly and significantly quieter. Over the following approximately three hours, the output fluctuated intermittently, the device occasionally returned to normal volume for short periods, only to drop out again. This pattern repeated several times before the device eventually ceased functioning entirely. Re-implantation is being considered.